Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip at the grip base. A piece approximately 14.55mm x 4.61mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the force bipolar had broken tips. There was no report of patient involvement or reported injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.